Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the non-tortuous, moderately calcified on right, and severely calcified on left bilateral common iliac arteries. A 8.0x60x75cm express ld iliac/biliary stent was selected for use. However, during preparation, the stent dismounted from the balloon. The procedure was completed with another of same device. There were no patient complications reported.